Event description:
Rear case breakage at pole clamp. Suggestion: turning mechanism should have a stop lock so mechanism will stop at least 1/2 inch before metal attachment plate that holds IV pole in place (pole clamp attachment ). Turning mechanism broken piece.